Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was over 600 mg/dl. Customer stated that she had symptoms of high blood glucose such as excessive thirst and urination. Customer contacted her health care professional and she treated with manual injections. Troubleshooting was performed and customer stated that the cannula was not bent or occluded. Customer stated that the insulin did exit the tubing during manual prime. Customer was advised to do a complete set change and to call back to continue troubleshooting once they receive the tubing clamp.